Event description:
The pt was seen at the center for a follow-up visit. The surgeon noted that both implant sites appeared healthy. Two weeks later the surgeon noted drainage from the superior aspect of the left incision. Treatment included neosporin and peroxide. Next day, the pt was seen by the surgeon. The surgeon noted a stitch abscess with granulation tissue at the end of the superior portion of the incision. Suture removal was recommended. The next day the surgeon performed wound debridement and placed antibiotic ointment in the incision site. The surgeon confirmed that the inflammation did not appear to extend towards the cochlear implant. The pt was seen by the surgeon. The surgeon noted that the erythema was slightly decreased, but drainage of the incision still persisted. The pt continued to be monitored by the surgeon. The pt underwent surgery for wound debridement. The silk ties, which had been placed around the implant during initial surgery, were removed. Fifteen days later, the pt was seen by the surgeon. The incision was healing well with no evidence of infection or inflammation. The surgeon is continuing to monitor the pt.